Event description:
Pinnacle litigation complaint received ad 29 mar 2022. Patient was revised was due to heavy metal poisoning from toxic heavy metals. Also alleges pain, injury, metal stained tissue, metal wear, loss of enjoyment of life, limitation of daily activities, emotional trauma and distress. Doi: (B)(6) 2011, dor: (B)(6) 2021, unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d10, h6 (clinical code, medical device problem code).

Event description:
Medical records were received: in addition to what was previously reported and after review of the medical records the patient was revised to address neuropathy due to metal ion toxicity and polyneuropathy. Clinic visit reported right hip pain, numbness, limited adl, noise generation, adverse local tissue reaction with alval, positive for arthralgias, bursitis trochanteric, stiffness in the joints and muscle. Patient had some gait instability sometimes requires a cane, fatigue, visual problem, difficult hearing, weakness, depressed and anxious. Doi: (B)(6) 2011; dor: (B)(6) 2021; right hip.

Event description:
On (B)(6) 2021, patient was revised due to a painful metal on metal right total hip arthroplasty with elevated metal ions and pseudotumor.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray and photographic evidence found a foreign matter on the outer surface of the femoral head. However, based on the quality of the photo and the insufficient evidence it is not possible to confirm a deterioration of the metal surface. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: pinnacle litigation complaint received ad 29 mar 2022. Patient was revised was due to heavy metal poisoning from toxic heavy metals. Also alleges pain, injury, metal stained tissue, metal wear, loss of enjoyment of life, limitation of daily activities, emotional trauma and distress. The product was not returned to depuy synthes, however photos were provided for review. The photo/x-ray investigation was not able to confirm the complaint since no signs of wear or anything indicative of audible sound were observed on the provided evidence. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the observed condition of the articuleze m head 36mm +1.5 would not contribute to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (age, dob), a3, b5, d10 (concomitant), h6 health effect - clinical code h6: metal related pathology (e1618) is being utilized to capture blood heavy metal increased & metal poisoning. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of the medical records, the patient was revised to address right hip pain, elevated metal ions, and pseudotumor due to metal-on-metal reaction tha. Doi: 2011; dor: (B)(6) 2021; right hip.